Manufacturer narrative:
The cfg, personality module surgeon console (pmsc) was analyzed and found the reported failure was able to be replicated. This unit was installed into the test system and running video test, 1 minutes sine cycle, 10 power cycles & sitting idle for 1 hour. During the power cycles the technician replicated the reported failure. Troubleshooting found the surgeon console leaf 2 (scl) board was the cause of the issue. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse swapped the personality module surgeon console (pmsc) to restore the image and replaced the personality module audio / video (pmav) in the vision side cart (vsc) as there was an issue with recognizing the image. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The pmav was analyzed and the customer reported complaint was confirmed/replicated. The printed circuit assembly (pca) tech was able to replicate the reported problem by installing and testing the pmav into system. It failed with no video output on the video output leaf (vol)1. Also, dvi port on the vol1 was damaged and the dvi connector on vol1 had bent pin. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the right eye was missing on the surgeon side console (ssc). An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted an error 48200 pointing to the personality module surgeon console (pmsc). The customer had restarted the system with no change. The tse had customer do two hard restarts of the ssc with no change. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to laparoscopy after the surgeon was not able to view 2d or 3d image in the right eye on the surgeon side console (ssc). The surgeon was able to view the image in the left eye. The patient was able to tolerate the change. There were no increase in the port size but an additional port was placed. It was unknown if the system functionality checked upon powering on the system. The technical support advised the customer to undock the arms and turned off the system with issue not resolving. There was no patient injury.